Event description:
It was reported that, for an instrumented spine surgery patient needed one urinary foley catheter and it was placed one in the anesthetic room post induction. While inflating the balloon of the foley catheter the scrub practitioner found that the balloon was faulty due to that it was leaking. Foley tray12ch male/standard 40cm nelaton tip hydrogel coated silicone with 10ml balloon for long term (3 months) when did the incident occur? During use.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, for an instrumented spine surgery patient needed one urinary foley catheter and it was placed one in the anesthetic room post induction. While inflating the balloon of the foley catheter the scrub practitioner found that the balloon was faulty due to that it was leaking. Per follow up information received via ibc on 12nov2025, stated that there was no patient harm as the product was not used. No rupture or pinhole detected in the balloon.

Manufacturer narrative:
The reported event was confirmed cause unknown. Video sample was evaluated. When attempting to fill balloon the water would immediately flow out of the eyelets of the catheter. Product labeling and instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b. The initial reporter's phone number: (B)(6). Complete initial reporter facility name: the royal orthopaedic hospital nhs foundation trust. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.